Manufacturer narrative:
Additional information was provided in d.9., h.6. And h.11. The product (device only) was returned for analysis. Also photo was returned, and the reported complaint was confirmed from the returned photo. The device was returned adhered to a piece of rigid card in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Intra ocular lens (iol) was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned photo shows an implanted iol. There appears to be a mark/line close to the edge of the iol optic. The origin of the observed mark/line cannot be confirmed. The root cause for the reported complaint could not be determined. Based on our observation of the attached photo, there appears to be a mark/line close to the edge of the iol optic. The origin of the observed mark/line cannot be confirmed. Lens position for the advancement cannot be confirmed. Possible contributors to lens damage include: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding, delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols undergo 100 percent cosmetic inspection in accordance with approved manufacturing procedures. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) procedure, there was a scratch on the edge of the iol. There was no foreign objects or deposits in the eye. The physician stated that, the scratch was in the edge part of the lens and believed that there won't be any impact on the patient and hence the lens was implanted.